Manufacturer narrative:
The field technician could not duplicate the alleged failure and the unit operated to specification.

Event description:
It was reported by service report that the customer alleged that the zoom drive was intermittent. No pt involvement or adverse consequences were reported.